Event description:
It was reported that right atrial (ra) lead dislodged. No p-wave or ra capture was observed. Displacement was observed thru x-ray. During repositioning the helix would not extend completely. The lead was explanted and replaced. The patient was asymptomatic throughout the procedure and discharged.